Event description:
The biomedical engineer (bme) reported that their central nurse's station (cns) is displaying intermittent communication loss for all monitored gz's. Nihon kohden technical service representative informed the biomedical engineer that communication loss means that the gz's are no longer able to communicate with cns and it could be an issue with the hospital's aps because the gz's run off the hospital network. Nihon kohden technician advised the biomedical engineer to check the aps to make sure they are not having any issues with providing coverage. Biomedical engineer provided more information that the reported issue has been identified and it is an issue with their wi-fi system. As of now that is what they are looking into, if further assistance is required, they will call nihon kohden technician. No patient harm was reported.